Manufacturer narrative:
Patient information provided. Lot number and device manufacture date provided.

Manufacturer narrative:
Patient information was not made available from the site. Device lot number is not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement device shipped to site 12/01/2015. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site's ostium seeker was damaged. This was identified when attempting to verify the instrument. The medtronic representative noted that the distance to divot was around 2.6-2.7 and jumped around. The instrument was verified and the procedure continued with minimal delay. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.